Event description:
Event description guidant received information that this patient experienced cardiac tamponade during the attempted implant of this right ventricular lead. The implant procedure was abandoned due to the patient's condition. Three days later, a pacing system was successfully implanted.